Event description:
It was reported the patient was seen in the clinic with ra (right atrial) and lv (left ventricular) impedances of greater than 9999 ohms. Lead fracture and no ra capture was also indicated. The patient was reported to have been "punched in the pacemaker" by a sibling. During the lead replacement procedure, when the ra lead was reconnected to the existing device, the new ra lead still measured impedance of greater than 9999 ohms. When it was connected to the analyzer, the measurements were "ok." A failure in the right atrial header was suspected, so the device was explanted and replaced. The new leads were connected to the new device, with good measurements. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) ribbon cable - broken. Had previously been reported as no anomalies found.